Event description:
It was reported that the ventricular lead exhibited noise. During lead revision, the physician noted an insulation abrasion. The lead was capped and replaced. The patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.